Manufacturer narrative:
The cause for the discordant total hcg result is unknown. The total hcg assay was recalibrated and the qc was acceptable. The instrument is performing within specification. No further evaluation of the device is required.

Event description:
A discordant advia centaur xp total hcg patient result was obtained for a patient sample. The customer repeated the testing on another advia centaur and the total hcg result was higher. A corrected report was issued to the physician. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant total hcg result.